Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted but was stopped due to the location. It was noted that the sgc did not reach the left atrium (la) on the first attempt. The sgc was removed and advanced again in a different location and the procedure was continued. A mitraclip xtw was implanted, reducing the mr to a grade of 1-2. However, an hour post procedure, a pericardial effusion was observed. Pericardiocentesis was performed to treat the pericardial effusion.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined; however, pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.